Event description:
A patient reported that the patient's one touch ultra meter powers off during use. The patient also reports that ot meter would not power on when test strip is inserted. Patient did not report any adverse events.